Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 606 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent at a 90 degrees angle and smelt insulin. As treatment, patient¿s father administered one (1) unit of insulin through manual injection and a new pod was applied. Patient¿s history: at 12:08am bg level was 571. A bolus of 1.75 units of insulin was delivered. At 2:00am bg level was 595. A bolus of 1.5 units was delivered. At 4:00am bg level was 570. At 7:00am pt's bg level was 606, 1 unit of insulin was given via injection, and pt's father decided to remove the pod since he thought the pod was not working.

Manufacturer narrative:
A bend was noted on the exposed portion of the cannula. It is unclear when the bend occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The data shows no increase in pulse widths that would indicate a fluid path occlusion like a bent cannula. Although no other abnormalities were found, a root cause for the report event could not be determined.